Event description:
A rotoprone bed unexpectedly stopped rotating in the course of it moving from a supine to prone bed position, leaving a critically ill pt lying on their right side. The pt lays demonstrating instability with drops in oxygen saturation levels and heart rate numerous attempts were made to resume bed rotation using the "prone" screen prompt, followed by several attempts at selecting the "code blue" screen prompt, all w/o successful response by the bed. Several mins later the bed suddenly responded following a repeat screen selection of "code blue". The pts condition by this time was extremely unstable leading to resuscitation efforts which were unsuccessful and the pt expired.